Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant and abutment were placed in ada site 3 in the mouth, the implant had not achieved osseointegration in type I bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that four months after the dental implant and abutment were placed in ada site 3 in the mouth, the implant had not achieved osseointegration in type I bone..the product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).